Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The subject device was not returned, so a more in-depth device evaluation could not be performed. Based on the results of the investigation, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflation unit pressure value didn't reach the set air flow value. The issue occurred during an unspecified therapeutic procedure. The procedure was completed using the same set of equipment with the setting lower than the target value. There were no reports of patient harm.